Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl - left. Reason(s) for revision: pain, component malalignment and noise. Surgeon indicates possible alval / soft tissue reaction. Please note surgeon confirmation form states patient has had asr implants in both side hips, but only left side has been revised.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Asr revision, asr xl - left, reason(s) for revision: pain, component malalignment and noise. Surgeon indicates possible alval / soft tissue reaction. Please note surgeon confirmation form states patient has had asr implants in both side hips, but only left side has been revised. Update received: 4th april 2014 - added (B)(6) reference number, marked as legal, cross reference, added surgeon title: mr (B)(6) and filled mapped to mw fields. Bi-laterla patient - please see (B)(4) for left side revision.